Manufacturer narrative:
This event was reported by the manufacturer under MDR# 3002808486-2019-01586.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2010. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿lnfrarenal ivc filter is noted. There is apparent extension of the distal aspect of the legs beyond the ivc lumen.